Event description:
Product purchased at walgreens (B)(6) 2022 at 4:18pm had broken safety seals on packaging. The product was binax covid 19 antigen self test. Every box on the shelf had broken seals. FDA safety report ID # (B)(4).